Event description:
Reporter has had the following reaction to his face mask: fogging in the eyes, dizziness, shortness of breath, having to talk louder than normal and having the feeling that he is working harder than normal. Also, reports that he feels like he is in a dust storm when he wears his mask; activities are harder to do. "I want to follow the coronavirus guidelines but, do I really have to wear a mask. When I go to the grocery store I have to put an additional shield over my face. It's really hard to breathe." Reporter states that he brought his mask on (B)(6) and that he does not know what material that it is or where it was made.